Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 0.8, lab: 1.88. Therapeutic range: 2.0-3.0. Milked the finger to get sample.